Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedance and in thresholds. The pacing impedance remained within range. The cardiac resynchronization therapy pacemaker (crt-p) was reprogrammed as a result. No adverse patient effects were reported. Additional information indicates that the lead was attempted to be extracted, however, the lead came apart. The tip and part of the distal end remained in the patient. The lead is not expected to be returned for analysis.